Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Event description:
It was reported to ventec that the device alarmed and then powered off by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming ("system fault") and then powering itself off was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not securely connected to the ift. Ventec properly secured the ift cable to the ift in order to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully/properly seated to the ift.